Event description:
A customer reported to baxter healthcare regarding the vialmate reconstitution device in which a leak was detected. The drug vial and IV bag are unknown. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available.

Manufacturer narrative:
(B)(4). One actual sample was returned to the plant for evaluation. The reported condition of "leak" was confirmed. The root cause of the reported non-conformance may be attributed to an improper assembly of the protector to the needle on the machine. Most probably the needle passed through the protector's shaft and therefore causing the cut. Visual inspection were performed and revealed no non-conformities. Functional test were performed as well. A leak was observed between the protector and the vial. Vialmate was dismantled to be further investigated. A cut was observed on the protector's surface. A batch review could not be performed as the lot number is unknown. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). The sample is reported to be available but has not been received for evaluation. If additional information becomes available or the sample is received, a follow up report will be submitted.